Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the customer that the blood glucose (bg) level would elevated every time within a few hours of changing the infusion set. Although multiple attempts were made by tandem technical support to contact the customer for more information and to troubleshoot the elevated bg levels, the customer did not reply.